Manufacturer narrative:
Medical device brand name: bd cathena safety IV catheter with wings bd multiguard technology 18 ga 1.25 in. Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified number of bd cathena safety IV catheters with wings bd multiguard technology 18 ga 1.25 in experienced a catheter/needle that was clogged/occluded and a defective/deformed catheter adapter/hub. Product defect was noted during use. The following information was provided by the initial reporter: material no: 386808, batch no: unknown. Event description: unable to collect blood from a patient #18f IV start difficult to detach vacutainer from IV cath.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated, as the lot number is unknown. Though an investigation by the manufacturing plant could not be done, sales and marketing did reach out to the customer. During the discussion, it was concluded that there was a lack of understanding of the new product due to lack of training provided. This is a result of covid-19 as they were not allowed to enter the hospital. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of bd cathena safety IV catheters with wings bd multiguard technology 18 ga 1.25 in experienced a catheter/needle that was clogged/occluded and a defective/deformed catheter adapter/hub. Product defect was noted during use. The following information was provided by the initial reporter: material no: 386808 batch no: unknown. Event description: unable to collect blood from a patient #18f IV start difficult to detach vacutainer from IV cath.